Manufacturer narrative:
Other relevant history: additional information provided indicated that a second valve was deployed due to the patient¿s severe central ai. Post valve deployment the patient had significant improvement in her doe. Her chief complaint while at the clinic was ¿chest burning¿ and feeling ¿depressed¿. Per report, the patient has a history of depression. Additional information was requested but has not been forthcoming. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the thickened bio-prosthetic aortic valve and subsequent worsening cai approximately 2 years and 8 months post sapien implant cannot be confirmed; however, the mechanism described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received, this case will be reopened and further investigated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, 2 years and 8 months post tavr procedure, echo showed the patient had moderate central ai. Echo revealed an ef of 59%, peak gradient of 42.7mmhg, mean gradient of 23mmhg, aortic valve area (ava) of 1.14cm² and moderate central ai. A trial of lovenox was attempted but the patient was admitted with bleeding within 48 hours. The patient was readmitted 2-3 months later for symptomatic heart failure. Patient indicated she had fatigue and had not been feeling well for. Tee showed peak gradient of 10.9mmhg, mean gradient of 4.9mmhg, ava 1.55cm²and severe ai. There was no indication that intervention was performed. The patient was discharged but was shortly admitted again for thickened bio-prosthetic aortic valve, resulting in severe aortic regurgitation and acute diastolic heart failure. Patient continues with shortness of breath and fatigue. Patient on anticoagulation while the team completes cardiac surgery assessment.